Event description:
Reporter stated that patient attempted to deliver a bolus today, and after they programmed the bolus the device generated an error stating that the bolus had been cancelled. Patient's family member then examined device and discovered that insulin cartridge had "exploded"/"shattered" inside device. Patient switched to insulin injections (via disposable pen), so blood glucose was not affected by event.